Manufacturer narrative:
Technician placed part order for necessary parts for repair. No further information is available on the repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the left foot caster area has a cracked weld causing the frame to twist when brake and weight applied.